Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced. The battery charger pcb and filaments were calibrated. The system was tested and found to be working as intended.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.